Event description:
Pt admitted to emergency unit, IV started on pt by ambulance attendant. When attempted to remove the 20 gauge catheter from the pt's vein they were unable to do so. Appeared that the catheter was stuck. Nurse was concerned that the hub would break loose from catheter as they were trying to pull catheter out. A cutdown procedure was initiated to remove the catheter.